Manufacturer narrative:
The device was verified to be a part of the fsca advisory. In-lab testing and analysis was performed and the device functioned normally.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-03083. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no known eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The right ventricular lead exhibited increasing capture threshold. The lead was also explanted and replaced. Patient condition could not be obtained.